Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurrent urinary incontinence as a result of the device not coapting properly and the cuff being too loose. The aus was replaced, and there were no patient complications reported.